Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted.

Event description:
Additional information received indicates that the patient had issues after this device was implanted. The patient was unable to sit or stand up without a decrease in his blood pressure. The patient was admitted but the condition continued to worsen until a blood culture was taken and a staphylococcus infection was confirmed. This device was then explanted and the patient was placed on antibiotics which contributed to kidney damaged. No additional adverse patient effects were reported.